Event description:
It was reported that during testing, prior to a surgical procedure, it was noted that the bur was broken in the handpiece. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Event description:
It was reported that during testing, prior to a surgical procedure, it was noted that the bur was broken in the handpiece. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.